Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. All components of the existing aus were explanted and replaced with a new aus. Upon explant, the physician identified the device had lost fluid. No additional patient complications were reported.